Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The caller reported that the insulin pump had a motor error alarm during bolus. Blood glucose level at the time of the incident was 336 mg/dl. Blood glucose level at the time of the call was over 400 mg/dl. The caller was able to rewind the device and troubleshooting was passed. The insulin pump was not replaced or returned for analysis.